Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose vs. Blood glucose. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high bg document treatment for high bg: took insulin shots other than insulin, indicate medications taken to treat diabetes: only insulin document type of diabetes: type 1. The event involved product(s) mmt-1884, mmt-7040a. Customer was using the auto mode/smart guard feature at the time of the event. Customer is reporting a discrepancy between sensor glucose and blood glucose. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to test pump. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a.